Event description:
It was reported that the patient had an explant surgery due to lack of effect. The patient is a pain patient who also has recurrent utis. The device was not working for the patient even after several adjustments/reprogrammings/stim-holidays. The physician does not believe that the device/procedure caused or contributed to the patient complication of incontinence. The patient is expected to fully recover. There have been no updates from the medical team about complications. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. This report is being submitted to add corrections to the patient information in section a, initial reporter phone # (e1) in section e: initial reporter and to section h patient code, impact code.

Event description:
It was reported that the patient had an explant surgery due to lack of effect. The patient is a pain patient who also has recurrent utis. The device was not working for the patient even after several adjustments/reprogrammings/stim-holidays. The physician does not believe that the device/procedure caused or contributed to the patient complication of incontinence. The patient is expected to fully recover. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had an explant surgery due to lack of effect. The patient is a pain patient who also has recurrent utis. The device was not working for the patient even after several adjustments/reprogrammings/stim-holidays. The physician does not believe that the device/procedure caused or contributed to the patient complication of incontinence. The patient is expected to fully recover. There have been no updates from the medical team about complications. Medical/surgical intervention was required.